Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a novel implant procedure. During the procedure, blood was identified within the lumen of the lead indicative of possible insulation damage. The lead was removed and an alternate lead was implanted on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. Analysis was normal. No anomalies were found.